Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years and 7 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2017 and the patient¿s death was unrelated to the lvad. The patient had worsening right heart failure and chose to discontinue medical care including the lvad. It was also reported that the pump is returning for evaluation because they would like to see if the worsening right heart failure was related to a pump problem/worsening left ventricle, as the patient had been off of warfarin for approximately 2 years without other signs of pump thrombosis.

Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the returned pump and a correlation to the reported right heart failure and subsequent patient outcome could not be conclusively determined. The pump was returned with the entire percutaneous lead intact. The entire device revealed blood that appeared to have been exposed to a fixative agent. These depositions did not appear to be present while the pump was operating and were most likely the result of blood remaining in the pump post-explant and being exposed to fixative. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope and no anomalies were noted. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Right heart failure is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.